Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 3331 - analysis of production records. Investigation conclusions: 4315 - cause not established. H10: radiographic images showed loss of lordosis and evidence of radiolucency. The device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This device was implanted along with a fusion at another level. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with one m6-c artificial cervical disc and a fused segment was revised. The m6-c implant was removed and the level was fused.